Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return, as the instrument was already returned to sterile reprocessing. Although the complaint was not confirmed by failure analysis, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure that tissue was found to be trapped in the wrist of the force bipolar instrument, causing the bipolar energy not to fire. The instrument was replaced, and the procedure was completed. There were no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the customer to obtain additional information. The force bipolar instrument being used was found to have tissue caught in the wrist, which is believed to have caused the bipolar energy issues. Once the instrument was replaced, and the generator was power cycled, the issue was resolved. The instrument is not available for return as it has already been sent to sterile processing.